Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer received emergency medical assistance due to low blood glucose around (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer used food to treat. The customer experienced symptoms such as convulsions. The customer was wearing the insulin pump during the incident. The customer states the pump is turning off constantly. Troubleshooting was not completed as the pump was not available at the time of the call. The insulin pump will not be returned for analysis.